Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID 3889-28. Lot# j0537529v. Serial#. Implanted: 2005 b)(6). Explanted: product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the system was removed but a portion of the lead remained implanted, it broke during the explant. The doctor was attempting to get an MRI scan perform. It was reported that the patient was in a car accident and following the accident the patient had pain and received spinal injections. The ins was not working anymore after that series of events and the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.